Event description:
It was reported that during priming with one unit of a prismaflex m100 set, an external water leakage in the return port was observed. It was further reported the return port was cracked. There was no patient involvement .no additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures shows that the monitor line is damaged. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition is due to shock during the transportation or the instalation of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.